Event description:
Pt was revised to address loosening of the femoral and tibial with possible infection.

Manufacturer narrative:
No products were returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The cement product was of depuy competitor manufacture. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient product info. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.